Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the physician used the guidewire (subject device) to obtain access in the patient vessel. During the procedure, the guidewire broke at its distal tip while inside of the patient anatomy. The physician removed all fragments of the device from the patient and successfully completed the procedure. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The torque device and the microcatheter used with the guidewire were not returned. During visual inspection, the guidewire was severely stretched and separated. The guidewire nitinol and core wire were separated from guidewire proximal end. The guidewire was bent proximal to the separated end. The platinum coil was stretched. The ptfe coating was peeled off on several places from its proximal end. The coating was scraped on the guidewire. No other anomalies were noted. Functional testing could not be performed due to the damage noted to the device. Based on device analysis, an assignable cause code of handling damage has been assigned to the reported event of guidewire fracture and observed damage (kink). The ptfe coating appeared to be scraped off of the guidewire with torque device collet; however, because the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
It was reported that the physician used the guidewire (subject device) to obtain access in the patient vessel. During the procedure, the guidewire broke at its distal tip while inside of the patient anatomy. The physician removed all fragments of the device from the patient and successfully completed the procedure. There was no clinical consequence to the patient due to the reported event.